Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced low blood glucose level of 40 mg/dl. Customer¿s blood glucose level was 326 mg/dl. Customer felt very sick and passed out. The customer stated her service dog licks wrists neck and face till she wakes up to treat. Customer had suspended the insulin pump. Customer stated when she went to put it back on active it would not let her put it in auto mode kept saying auto mode not ready or auto mode readiness active insulin updating. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer was treated for the low blood glucose with glucose tablet. Customer reported auto mode feature was activated at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.